Event description:
It was reported that there was a system failure alarm, and a watchdog alarm were triggered. The pump continued to not function or progress beyond these alarms. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was powered up and it started beeping with a blank screen. The potentiometer position sensor was not working. The cause of the customer reported problem was the faulty main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board and potentiometer position sensor, calibrated and greased the pump, and the pump passed all functional tests and performed as intended after repair.